Event description:
A (B)(6) distributor reported that two batteries would not power on a monitor. / a us distributor reported that a patient was experiencing check therapy electrode messages.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node (dn) between ECG ¿a¿ and "b". The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged electrode belt.